Event description:
Reporter called on behalf of her daughter who experienced product issues and adverse events involving the abbott libre 3 sensors. Reporter stated her daughter used libre sensors for approximately 4 months and had a few different issues with them. Reporter stated whenever it was time to switch the sensor a little piece of metal shard would be left in her leg and she would have to pull it out. Reporter stated the readings were very inaccurate and often read much lower than the actual blood sugar when checked with a finger stick. She stated this required frequent finger sticks to make sure her daughter stayed in range. Reporter said she would get a lot of error messages with the sensors and felt that overall, the device negatively affected her daughter. Reporter stated the device seemed to affect her appetite and taste and is curious if the metal pieces being left in her daughter¿s leg could have been related. Reporter stated they have switched back to dexcom and are no longer having these issues.